Event description:
It was reported that patient came in with inflatable penile prosthesis (ipp) device not working. Doctor tried to inflate and it did not work. The cause is unknown. All components were explanted. There were no patient complications related to device.